Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were two endotracheal tube stylets that had cracks. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: shape the stylet to the configuration which will best facilitate intubation and insert into the tracheal tube. The stylet must not extend beyond the distal tip of the tracheal tube. Care should be taken not to abrade the plastic sheath on the edges of the 15 mm connector during the insertion and removal of the stylet. Extension of the stylet tip beyond the distal tip of the tracheal tube could result in tissue trauma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there were two endotracheal tube's stylet that had cracks. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 85863, 85863 intubating stylet 6fr 2mm x20 (lot#21a0348jzx); 85863, 85863 intubating stylet 6fr 2mm x20 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.